Event description:
There was no information regarding the patient. The target lesion was the proximal to distal right coronary artery (rca). The lesion was slightly calcified and slightly tortuous. There was 99% stenosis. A mach 1 7fr guide catheter was inserted and runthrough and finecross guidewires were used for the procedure. Ivus was conducted. Pre-dilation was conducted with a 2.5 x 20mm maverick balloon. A 2.5 x 18mm cypher stent was implanted at the distal end of the lesion without problem. Then, a 2.5 x 28mm cypher stent was delivered to the lesion at the proximal end of the initially implanted cypher stent. However, while inflating the balloon of the 2.5 x 28mm cypher, the pressure would not increase above 4atm. Therefore, the sds was removed. Since the stent was not deployed enough, post-dilation was conducted with the initial sds balloon. Then a 3.5 x 18mm cypher was implanted at the proximal end of the 2nd cypher without problem. Ivus was conducted and the procedure was finished. There was no reported patient injury.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Additional information will be submitted within 30 days upon receipt.